Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction for the initial b5 description. In the initial it was reported that the blood loss amount was less than 2500cc's. However, the correct amount of blood loss was less than 250cc's. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor has issues with the involved angio-seal device used on a patient. The patient was in stable condition. Medical or surgical intervention was required. Additional information was received on 06august2021: the device deployed. Angio-seal was not sealing properly when deployed. The procedure performed was a heart catherization. A 6fr sheath was used. There were no issues with access. An angiogram was performed. Manual compression was applied after the device failed. Blood loss was less than 2500cc's. There was no noticeable damage to the device.